Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts were made to obtain additional information however; no further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and reprocessing steps deviations from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was confirmed at the material residue point. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unknown procedure an angulation malfunction was found. No reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material on the nozzle, the adhesive around the objective lens, the adhesive around the light guide lens and the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation the customers' reported issue was confirmed, due to wear of the angle wire. During evaluation foreign objects was found in the nozzle, the adhesive around the objective lens, the adhesive around the light guide lens and the distal end. Additionally, the evaluation found the following: air/water cylinder and suction cylinder had no color; right/left knob and up/down angulation control knob were discolored; forceps channel port was shaved; switch 3 has a cut; scope connector cover was corroded due to water leakage; the play of u/d knob was out of the standard value due to wear of angle wire; the distal end was shaved and universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.